Manufacturer narrative:
Age at time of event: reported as in his (B)(6). Sugihara. E, kanada. M, kashiwagi. E, yamakawa. M, nakazawa. T, kawamoto. S, 35-42.2020, drug-eluting beads versus conventional transarterial chemoembolizaion for the treatlnent of hepatocellutar carcinoma: comparison of short-term efficacy and safety, osaka kyuso medical magazine 42, osaka general medical center.

Event description:
It was reported via literature article "drug-eluting beads versus conventional transarterial chemoembolization for the treatment of hepatocellular carcinoma: comparison of shor-term efficacy and safety" a biloma and one hepatic abscess occurred. The purpose of this article compared the use of conventional transarterial chemoembolization (tace) against drug-eluting bead tace (deb-tace) using the dc bead product. The article reported a patient who received deb-tace with dc bead (0.54 vials) in segments 4 and 8 for hepatocellular carcinoma (hcc). The patient presented with a biloma in segment 4 approximately 1 month after dc bead administration. The article also reported one hepatic abscess as a serious adverse event (sae). The relationship between the dc bead and the biloma was not reported in the article. The mah holder (eisai) assessed the relationship as "possibly related" to the dc bead device.